Event description:
It was reported that there were no problems when checking before placement. Before the start of surgery, an indwelling bladder foley catheter was inserted by an obstetrician-gynecologist. After checking for urine flow, they tried to fix the cuff with distilled water but discovered that distilled water was leaking from the catheter. When the indwelling bladder catheter was removed and the cuff was checked, it did not inflate. After that, another indwelling bladder catheter was opened and inserted without any problems. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon and difficult to deflate against the retuned syringe was found during sample evaluation on 14oct2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjw2607. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). While deflating only 3ml deflated within 5min. Concentricity of catheter balloon is 80/20. Again, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution. The balloon deflated 10ml of solution within 02min47sec. There is no leakage of solution, this is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the foley catheter water did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.